Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under-infused with downstream occlusion alarm. On the day of the event the patient was in the neonatal intensive care unit when they were started on lipids via the novum pump. The order was for 40ml over 20 hours that started at 18:00. After an unspecified amount of time, the pump alarmed a downstream occlusion when the nurse noted 36ml remaining in the syringe. According to the nurse ¿the total volume of lipids should be much less.¿ the nurse disconnected the syringe from the tubing and built up lipid spilled onto floor from line. The nurse replaced line, primed, and connected to the infant patient. The lipids were reprogrammed into the pump and infusion was restarted. The infusion continued to run until approximately 13:05 when another downstream occlusion occurred again. The IV site was retaped, but alarm continued. The lipids to be discontinued at end of shift." There was no report of patient injury or medical intervention associated with this event. No additional information is available.